Event description:
Complainant alleged that while attempting tor treat a (B)(6) male pt in cardiac arrest, the device prompted a "unit failed" message. When the shock button was pressed, a "change batteries" message was displayed. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.